Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer removed the cartridge and reinstalled it and resumed insulin delivery.